Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized three different times due to high blood glucose on (B)(6) 2016 and (B)(6) 2017. Each time, customer had blood glucose of over 600 mg/dl. Customer reported of having issues with no delivery alarms, which caused all hospitalizations. The customer experienced symptoms such as nausea. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. During troubleshooting, customer reported that drive support cap appeared normal. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Sample infusion sets and reservoir would be sent to customer.